Event description:
The clinician missed the pump with the refill. The pt was admitted thru the ER. A pump study was conducted (date not reported) and it was determined that the catheter had a break/cut. The device system was replaced. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver dilaudid.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.